Event description:
During a technique in which the physician was exchanging a medtronic mustang coronary guide wire with a stiffer acs bmw coronary guide wire, he perforated the right coronary artery of the pt. The pt was then sent to the operating room for surgery. The physician was unclear which coronary guide wire actually perforated the artery.